Event description:
It was reported that the patient developed a pocket infection with erosion. The edge of the patient's implantable cardioverter defibrillator (ICD) was visible in an open skin wound. Under external pressure, pus drained from the pocket. Blood cultures were positive for staphylococcus aureus. The ICD system was removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.